Manufacturer narrative:
(B)(4).

Event description:
The healthcare professional reported that the patient's implantable neurostimulator (ins) had stopped working. Reported patient symptoms included increased pain. It was further reported that the patient needed to get a new device. Actions/interventions taken to resolve the issue included the patient contacting the healthcare professional's office to get a replacement. No outcome or further troubleshooting/interventions were reported for this event. Further follow up is being conducted to obtain this information. If additional information becomes available, a follow up report will be sent. The patient's indications for use included non-malignant pain and chronic low back pain.

Event description:
Additional information received from the healthcare professional reported that the patient had not been seen by that healthcare professional since (B)(6) 2015 and there was no mention of plans to replace the implantable neurostimulator (ins). It was also reported that there were notes indicating the patient was seeing a different healthcare professional and was planning to have surgery for carpal tunnel syndrome; there was no indication that this was related to the ins. It was noted that if the patient wanted something done with the healthcare professional, the patient would need to call and make an appointment.